Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, effective therapy was confirmed post op. The reported lead was implanted in 2023. Exact date of implant is unknown.